Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v833301, implanted: (B)(6) 2012, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The therapy stopped working after the last time the manufacturer set the patient¿s settings. The patient used their patient programmer, successfully connected, and confirmed that therapy was on set at 1.8v. The patient felt no stimulation and increased stimulation to 3.0v where they now felt a little stimulation in their rectum. The patient leaned back on their sofa and felt stimulation was too high. The patient used their programmer and got a poor communication screen. They repositioned the antenna and were able to connect. The patient was at 3.1v and decreased down to 2.8v. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient started having issues with the stimulator not working since last fall. The patient was on program 3 and needed to move to program 1 to try it for a week and document symptom control. The patient had no falls or trauma. The patient was having programming and it was turned too high and scared them to death. The patient moved to program 1 and felt an electrical pulse in their rectum that was painful. The patient decreased to 1.8v and felt stimulation comfortable, but it was near the rectum. The patient would try this setting and document their symptoms. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient wasn't getting better results of not wetting their diaper all the time. The stimulation hadn't worked well at all since being implanted. The patient was implanted for bladder and bowel, with bladder being the predominant symptom. The patient had been seeing a health care provider (hcp) and wasn't getting results and decided to go see another hcp. They told the patient they had a low implantable neurostimulator (ins) battery at their appointment in (B)(6) 2015 and it may need to be replaced. The patient had a shocking or jolting sensation. The patient started having shocking symptoms right away after increasing to 2.8v when moving with the stimulation 5 days ago. The patient was moving around a few minutes ago and it was shocking them. The patient's roommate was able to find the ins yesterday. The patient wanted to turn the stimulation down with the patient programmer. The patient was at 2.8v on program 1 with the lightning bolt. The patient decreased down to 2.6v and didn't feel the shocking anymore. The patient hadn't moved around much and then moved and it was nice now and there was nothing, meaning they weren't feeling shocking. The patient was so tired of all this stuff and didn't know what to do and it was awful. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).